Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. During lead revision on (B)(6), the physician noted the patient had developed twiddlers syndrome. The lead was explanted and replaced successfully. The patient went home the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.